Event description:
It was reported the patient had not been able to fully charge their implant. The implant only charged to 3/4. The patient had to charge for 3 and half hours or more to charge from ¼ full to ¾ full. The patient had stimulation on 24/7 and had 2 programs running. The patient did well postoperatively. They had some band-like pain in the first week post-op that had significantly subsided. After reprogramming, it was noted that the patient had great coverage in the legs and low back. Additional information received reported that the patient thought their implantable neurostimulator (ins) was not holding a charge as long as it should. It was noted that the patient sets their stimulation at 6.5 to 7.0 amplitude during the day and used program d which was at about 3.0 amplitude. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).